Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had possible under delivery anomaly. The customer reported that for some reason he was not getting insulin and that his pump hasn't given him a no delivery alarm. Customer stated that he had gone into ketoacidosis on two occasions. Customer stated that this started yesterday and added that he started throwing up yesterday. Customer stated that he had an incident with his infusion set recently to where after he inserted it into his body, it hurt so bad that he had to remove it. Patient's blood glucose at time of incident was unknown but high. Patient's current blood glucose was 378 mg/dl. The customer had vomiting. The customer treated for high blood glucose with insulin pump and injection shot. Based on customer report proceeding in troubleshooting the customer was alleging possible pump under delivery as the pump never gave him a no delivery alarm. Customer states the drive support cap appears normal (slightly indented). Customer declined to further troubleshoot for the issue and stated that he would contact his doctor again. The insulin pump will not be returned for analysis.